Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. The device was found out of spec in relation to the system error 105, which was reproduced. System error 105 was confirmed and caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported that there was no pt injury.